Event description:
Upon opening the amiia balloon catheter, it was noticed that the balloon guard had slid off. Also, the balloon was partially unwrapped. There was no damage to the package. No add'l info is available. The product was not clinically used.

Manufacturer narrative:
A non-sterile amiia balloon catheter was returned coiled inside a plastic bag. The catheter had multiple kinks and bends throughout the entire length. The tip had a severely elongated condition. The stiffening wire was disconnected out of the transition seal. The proximal shaft was separated at 3.5 cm proximal to the transition seal. The balloon had already been inflated. Residuals of crystallized inflation medium were observed inside the inflation lumen and balloon. The involved packaging was not returned. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). Due to the fact that the returned catheter was received in a severely damaged condition and the balloon had already been inflated, the reported complaint could not be confirmed anymore. Add'l info will be provided within 30 days of receipt.